Manufacturer narrative:
The pod involved will not be returned to the MFR for eval. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The omnipod user guide instructs users to check blood glucose levels frequently, so they're able to notice and react quickly and appropriately to any issues. The user guide also advises that, if bg levels remain high four hours after a bolus was first administered, then the pod should be replaced and a healthcare provider should be contacted for guidance.

Event description:
The customer's mother reported that her daughter's bg levels "went up as high as 490 mg/dl" and, as a result, she was taken to the ER. The report indicated that "several" boluses had been administered prior to her hospitalization, but her bg levels would not come down. She was released from the hospital within three hours. Once back at home, a new pod was applied and her levels "were brought down to normal". The suspect pod was discarded at the hospital and will, therefore, not be returned for eval.